Event description:
A malfunction alarm was reported involving the pump, identified by malfunction code 16. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after the code recurred post-reset, it was decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery while awaiting the replacement pump.